Event description:
It was reported that this right ventricular defibrillation lead exhibited increasing shock impedance measurements reaching out of range. Further intervention will be determined in the future. This lead remains in service. No adverse patient effects were reported.